Event description:
It was reported that, a patient had a revision surgery to replace the cup, insert and head due to the cup loosening. Additionally, during the revision surgery, when the surgeon dissociated the head from the stem, he noticed white something (like corrosion) on stem trunnion.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening of a cup and corrosion of the stem trunnion involving a triad cup (stryker (B)(4)) was reported. The event was not confirmed. A visual, dimensional, functional, or material analysis could not be performed as the cup was not returned for evaluation. No medical records were received for evaluation. The investigation concluded that the exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that, a patient had a revision surgery to replace the cup, insert and head due to the cup loosening. Additionally, during the revision surgery, when the surgeon dissociated the head from the stem, he noticed white something (like corrosion) on stem trunnion.